Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. The directions for use (dfu) (1306078, rev. D) provide cautions and directions on catheter removal if resistance is encountered. I-flow has also prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1305285, rev. D). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. Results: device was received for evaluation and investigation, and testing is currently being performed. Conclusions: a follow-up report will be filed when investigation has been completed.

Event description:
(Drug/diluent: unknown). (Procedure: cervical fusion). (Cathplace: across scapula, posterior). Catheter broke during removal. Very little resistance, but patient had a spasm that seemed to grip the catheter during removal. Retained pump and distal portion of catheter for return. No patient complications were reported, but part of catheter remains in patient. Date of event: (B)(6) 2011.